Event description:
It was reported that the patient underwent a surgical procedure to explant this spectra penile prosthesis (spp) for unspecified reasons. All components of the existing spectra were explanted and replaced with a new tactra malleable penile prosthesis. No patient complications were reported.

Event description:
It was reported that the patient underwent a surgical procedure to explant this spectra penile prosthesis (spp) for unspecified reasons. All components of the existing spectra were explanted and replaced with a new tactra malleable penile prosthesis. No patient complications were reported.

Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.